Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device ended 2 hours earlier than setting-rate due to running too fast. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
One device was returned for repair with complaint that the device was running too fast. This device has not been serviced within the review period. Visual/functional testing was performed. Complaint was not confirmed by accuracy test. No fault found. The device passed all functional tests. No problem was found.